Event description:
On (B)(6) 2016, the vtun camino flex tunneled ventricular catheter was in use on a (B)(6) year old male patient when the readings of the camino flex catheter were different than the readings from the evd transducer. The user facility concerned with the big difference in the readings. There was no patient injury or death and no revision or medical intervention required.

Manufacturer narrative:
Investigation completed 3/01/2017. Method: -DHR review, -trend analysis, - failure analysis. No traceability information was provided, therefore, no device history records review could be performed. The review of integra complaint tracking database from january 2013 to january 13, 2017 revealed a total of (11) similar complaints (including this one) of vtun catheters providing inaccurate icps compared to values measured with an external transducer. The review of integra complaint tracking database since 2013 reveals a 0.2% rate of verified complaints for inaccurate icp values compared to values measured with an external transducer. The complaint stated the camino-flex catheter displayed different icp values than the external transducer. A graph showing icp values measured with the camino flex catheter and with the external transducer was provided, showing curves that correlated well except for an offset shift of around 8 mmhg. No device was received for investigation, no traceability information was provided, and the complaint is unverifiable. The exact root cause of the reported event could not be determined. Each camino flex catheter is tested within specification at time of manufacturing. Given the available information and without actual device to investigate, no further investigation or corrective action is deemed required at this time. Future complaints of this nature will be trended. Conclusion: no device was received for investigation, no traceability information was provided, the complaint is unverifiable. The exact root cause of the reported event could not be determined. Several similar complaints were received from this center and a meeting was held on january 12, 2017 to better understand the issue, but the problem was not solved. For the last similar complaint from this center, the returned catheter was tested and found within specifications. The catheter location against ventricle wall may impact the icp measure.